Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated elective ICD replacement, the physician observed lead to can abrasion and externalized conductors on the rv lead. The lead had good electrical numbers. The lead was cut and capped below the yoke and was replaced on (B)(6) 2017. No patient symptoms prior, during, or after the procedure. The patient was fine in the recovery room with no adverse effects.

Manufacturer narrative:
A partial lead measuring 21.6cm was returned for analysis. External insulation abrasion was noted at 11.5-11.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.